Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the genesis ii system (smith&nephew) was applied to 94 patients. One of these patients presented loosening of femoral component, and a revision surgery was performed to resolved this issue. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigation, the data presented in the aged article refers to a patient who required revision approximately 9 years post tka due to definite ¿loosening of the femoral component¿. However, patient specific medical documentation has not been provided as of the date of this review. Based on the information provided, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.